Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, patient specimens were associated with the incorrect patients. There was no report of adverse patient impact.

Event description:
It was reported while using bd bactec¿ fx top, patient specimens were associated with the incorrect patients. There was no report of adverse patient impact.

Manufacturer narrative:
Investigation summary: this complaint alleges the wrong accession number was accidently linked to the wrong bottles on the bactec fx by the customer. Bd service followed up with the customer who noted the bottles were currently showing as anonymous on the fx. Service instructed the customer on how to provide identification to the anonymous vials. The customer was able to update the bottles to the correct and corresponding accession number. This complaint is an unable to be confirmed as an instrument failure, and the root cause is the incorrect input of the accession number upon loading the bottles. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.